Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient came to the office "a while back" and stated the pump was eroding. The event date was unknown. The entire system was explanted on an unknown date. The patient reported they had bumped the pump on something and that seemed to be the start of the problem. Other details were asked for by the representative but were not known or not provided. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.